Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs dept. No add'l info is available at this time. The device is not available due to the ongoing litigation. Should device or add'l info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that: "it is alleged that, "the pt had bi-lateral primary surgery in (B) (6) 2009 and was revised in (B) (6) 2009 due to unk origin." It is assumed that the acetabulum was revised.